Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove is confirmed based on the returned device condition. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed and the returned device analysis, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device. Reportedly, the proglide device remained caught with the guide wire. The guide wire could not be removed from the artery and the artery wall was damaged which created a hemorrhage. A surgical procedure was required to remove the proglide device from the artery and to suture the artery to stop the bleeding. The physician is reportedly trained in the use of the proglide device. No additional information was provided.